Event description:
(B)(4). Started with chronic pelvic pain, spotting all month, menstrual period shortened every month. Skin problems, bloating, mood swings, hair loss, nausea and vomiting, weight loss, migraines.